Event description:
It was reported that one of the patient's leads was fractured. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101687.

Event description:
Investigation was unable to determine which of the leads attributed to the event.